Manufacturer narrative:
B5; additional information received; it was reported that the trigger was not used during deployment; however, the blue handle was wound all the way to the end of the track. The trigger was then attempted to be used for deployment retrieval, but upon sliding the trigger, the device did not allow the grey handle to slide back to the blue handle. It was confirmed that there was no damage noted to the device or packaging prior to unboxing and that the removal steps were followed per the instructions for use. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Device evaluation summary the device returned with the external slider in the home position. The graft cover was curved, with a kink near the tip. There was no damage evident to the screw gear threads which would have hindered movement of the slider. The external slider was disassembled. The end of the spring was positioned underneath a spring loop. Longitudinal scratches were visible on the internal sider lining up with the end of the spring. On inspection of the spring a small burr was observed on the end of the spring. The trigger was retracted and returned to the home position following activation. The reported removal difficulties were confirmed through analysis. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
An endurant ii stent graft limb was implanted during the endovascular treatment of a 55mm abdominal aortic aneurysm. It was reported during the index procedure, after successfully deploying the limb, the physician attempted to retrieve the delivery system. The physician pulled the trigger back on the handle to slide the grey to blue handle however the trigger did not release. The surgeon successfully retrieved the device by pinning the blue and slowly rewinding the grey handle backwards until the device was reconnected and removed from the patient. It was noted that there was no issue with the stent graft, the only issue was the trigger on the delivery system. Per the physician the cause of the trigger failure was not determined. No additional clinical sequelae were reported, and the patient is fine.